Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges serious injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges per short form that the patient underwent surgery for implant of unspecified bard flat mesh on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the hernia mesh device. As reported, the attorney alleges patient experienced emotional distress and the device was defective. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."